Manufacturer narrative:
Analysis reported no significant anomalies related to the product tined lead product va188pa. It was noted the lead was broken damaged and overstressed. Analysis reported no significant anomalies related to the product ins (B)(4) and the battery tested normal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va1853w, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative (rep) reported they were in a case for a patient that was supposed to be a normal battery replacement. However, the set screw was stuck on the implantable neurostimulator (ins). The healthcare provider (hcp) could not get the lead out of the header because the set screw could not be moved. Subsequently, the lead frayed during the case. The hcp pulled the lead and replaced the lead and the ins with new devices. There were no patient symptoms reported. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.